Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced a large red area around the stoma, the stoma itself was red and swollen, and it had gray discharge coming from it. Unknown oral antibiotics were given for the stoma infection. A CT scan found that the bumper was embedded in the abdominal wall. On an unreported date, the peg/j tubing was removed. It was not confirmed if the tubing would be replaced.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.